Event description:
It was reported that the device became detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and the physician began checking release criteria. While checking release criteria the physician discovered that the closure device had already detached from the core wire of the wds. The closure device was in a perfect position in the laa of the patient. The procedure was successfully completed, and the patient did not experience any complications as a result of this event.